Event description:
Follow-up x-ray showed movement of the implant. The surgeon went back in to evaluate. He found a loose rod due to a set screw not being fully engaged. He removed and replaced with a new set screw and evaluated all related securing devices.